Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was initially reported on 2011 (B)(6) that the patient never had therapeutic effect. The patient had back and leg pain, but stimulation was only felt in the leg area and did not cover his pain. The patient also reported a burning sensation when sitting. Additional information received 2011 (B)(6) indicated, the patient still had concerns regarding their device or therapy but were working with their doctor or a company representative. The patient had a doctor appointment scheduled for 2011 (B)(6). Information received 2013 (B)(6) indicated, the patient continued to experience the burning sensation at the implantable neurostimulator site, so the decision was made to replace the patient¿s system. Additional information was requested but was not available at the time of this report.